Manufacturer narrative:
The system controller was returned to the MFR for eval and is currently being analyzed. The MFR is attempting to acquire the pt cable for analysis. No further information is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
The user facility report ((B)(4)) was received from the intermacs registry which stated that the pump was "off" and that this was discovered when the vad was interrogated. Waveforms were sent in for review and an x-ray of the driveline was ordered. It was reported by the vad coordinator that the pt was experiencing red heart alarms during power source changes. Upon review of the pt history log, the vad coordinator noted low speed and pump stop events. Preliminary troubleshooting detected a possible pt cable issue where proper voltage was not being supplied to the system controller. The pt's system controller and pt cable were exchanged.